Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient is not responding to sounds any more. No trauma has been reported.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. Other damages found during investigation are attributable to the removal surgery. This is a final report.

Event description:
The patient is not responding to sounds any more. No trauma has been reported. The patient has been re-implanted.